Manufacturer narrative:
The device was returned to Olympus for inspection. Based on the results of the investigation, the most probable cause of the reported malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.This MDR was submitted during the system outage from July 22, 2026 to July 27, 2026, which may result in a delay of receipt of all of the acknowledgements.

Event description:
The customer returned the gynecologic laparoscope¿which is an Olympus asset with no reported complaint. During the evaluation of the device, the service team identified that the cover glass of the Insertion section was cracked. There was no patient involvement.